Manufacturer narrative:
Pt weight is not available. Pt initials, dob, and gender were obtained from the angiogram. The angiogram and cath lab log were received for evaluation. Post treatment images showed good flow through the vessel. The pt received no further treatment and no clinical patient injury occurred. The angiosculpt device was returned for lab analysis. Visual examination confirmed the distal inner member of the balloon detached from the distal bond at the balloon tip seal bond. The proximal end of the balloon was still connected to the remainder of the device. There is evidence of necking at the distal end of the balloon and the distal shaft near the proximal bond. No portion of the angiosculpt device separated from the catheter. It is probable that the device malfunction may have resulted from force exerted during removal of the device by the user.

Event description:
Physician treated pt with a severely calcified lesion. The procedure was performed in an up and over method accessing the common femoral artery (cfa) on one side and using a sheath to work on the opposite side of the superficial femoral artery (sfa). Physician inflated the angiosculpt device to 6 atm for two minutes and deflated the balloon. During removal, physician felt a great deal of resistance while pulling the balloon/scoring element portion through the sheath. Physician was able to remove the angiosculpt device by pulling on the device shaft. The physician used fluoroscopy to see if any pieces were left in the pt. The physician determined that no pieces were left and no pt injury occurred. The sheath and guide wire were left in place and was removed when the final angiograms were taken. Upon review of the angiosculpt device, the scoring element had detached from the distal bond but the scoring element remained corrected at the more proximal floating bond.